Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00041. It was reported that patient experienced weakness. As a result, surgical intervention was undertaken wherein the drg system was explanted.

Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2020 as reported in initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.